Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of displaying a patient circuit disconnect alarm was confirmed. The asp replaced both the internal flow transducer (ift) and external flow module (efm) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift and efm.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third-party service agent contacted ventec to report that while performing service activities on the device, they observed that it was displaying a "patient circuit disconnect" alarm. There were no reports of patient involvement associated with the reported event.